Event description:
It was reported that balloon rupture and procedure cancellation occurred. The about 50% stenosed target lesion was located in the mildly tortuous and non-calcified artificial blood vessel. A 6.0 x 40, 40cm mustang balloon catheter was advanced for dilation. However, during procedure, it was directly punctured to the graft and was removed as it was. The procedure was not completed. There were no patient complications nor injuries reported.

Manufacturer narrative:
Device evaluated by MFR.: a mustang 6 x 4,40 cm was returned for analysis. A visual examination identified that the balloon was subjected to positive pressure. The returned device was attached to a boston scientific encore inflation unit and positive pressure was applied. The balloon was inflated to its rate of burst pressure for 30 seconds. A vacuum was then applied, and the device deflated within 10 seconds - this is within the deflation time. No issues were noted on deflation. The inflation device was verified before and after use. This inflation to rate of burst pressure was repeated three times with no leaks or drop in pressure noted. No issues were identified with balloon inflation or the balloon material. A visual and microscopic examination of the marker bands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination identified multiple shaft kinks and the inner balloon shaft was damaged. This type of damage is consistent with excessive force being applied to the device. A visual and microscopic examination of the bumper tip showed signs of damage. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture and procedure cancellation occurred. The about 50% stenosed target lesion was located in the mildly tortuous and non-calcified artificial blood vessel. A 6.0 x 40, 40cm mustang balloon catheter was advanced for dilation. However, during procedure, it was directly punctured to the graft and was removed as it was. The procedure was not completed. There were no patient complications nor injuries reported.